Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02413. It was reported the patient had not used his system in 8 months since it no longer provided effective relief. He reported he had been implanted with a morphine pump. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.